Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had the flu and ended up in the intensive care unit with diabetic ketoacidosis for 3 days. Customer kept vomiting and was hospitalized on (B)(6) 2016 with blood glucose over 600 mg/dl. Customer was hospitalized until (B)(6) 2016. Customer was wearing the insulin pump at the time of the emergency room visit. Customer's mother stated that the hospitalization was not pump related.